Event description:
The patient was implanted with an lvad in 2003. 2 weeks later, the patient was lying on their right side for a while and wound fluid accumulated near the vent filter/port and was aspirated into the lvad motor compartment. The lvad alarmed red heart and yellow wrench upon aspiration of fluid into the device. The lvad stopped communicating with the system monitor and stopped pumping. The patient was switched to pneumatic actuation of the lvad. The patient was on pneumatic actuation for one week and a decision was made to try running the lvad electrically to see if the motor compartment had dried out. The lvad would not run electrically so the patient was placed back on pneumtic actuation and a decision was made to replace the lvad. The patient had the lvad replaced in 2003, with a new lvad. The patient is doing fine and remains ongoing on the replacment lvad.